Event description:
The event is reported as: the user facility reports that the heater (neptune) was involved with an alleged melted circuit. No patient injury or harm reported.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. Per DHR (device history record) the product concha neptune, serial #(B)(4) manufactured on 04/09/2014. The DHR investigation did not show issues related to complaint. A (B)(4) was conducted and no changes were required.